Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for high out of range shock impedance greater than 200 ohms on this right ventricular (rv) lead. Technical services (ts) was consulted and troubleshooting options were discussed. This rv lead remains in service. No adverse patient effects were reported.